Manufacturer narrative:
Physio-control further examined the removed small keypad assembly and observed that the left side of the transmit button was physically damaged, which resulted in an electrical short.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio found two buttons, the transmit button on the small keypad assembly and the options button on the large keypad assembly, were stuck in the "down" position.  With both buttons stuck in the down position, the charge and energy select buttons would no longer respond when pressed. Physio-control replaced the small and large keypad assemblies and after observing proper operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that the charge and energy select buttons on their device were no longer responding when pressed. The device may not be able to charge and deliver defibrillation energy if needed. There was no patient use associated with this event.